Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer noted raised zinc result when tested off sst . Repeated off alternate tube. Clinicians advised of correct result. No clinical impact.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. The reported use of sstii for trace element analysis is considered an off label use of this product. Bd recommends the use of our bd vacutainer® trace elements tube (ref 368520 or 368521)for analysis of the following: manganese (mn), lead (pb), iron (fe), copper (cu), chromium (cr), cadmium (cd), arsenic (as), antimony (sb), magnesium (mg), calcium (ca), zinc (zn), selenium (se), mercury (hg). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. 5 retained samples from lot number provided were sent to franklin lakes for clinical evaluation. The zinc element is found in the tube stoppers, and bd does recommend if the zinc elements needs to be tested, to use a trace element tubes. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer noted raised zinc result when tested off sst . Repeated off alternate tube. Clinicians advised of correct result .no clinical impact.

Manufacturer narrative:
The following fields have been updated with corrected information: d.2. Medical device catalog #: 367954. D.4. Medical device lot #: 0175699. D.4. Medical device expiration date: 2021-12-31. H.4. Device manufacture date: 2020-06-23.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer noted raised zinc result when tested off sst . Repeated off alternate tube. Clinicians advised of correct result .no clinical impact.